Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: the needle was not completely retracted, resulting in needle sticks for the nurse. Patient outcome info: exposure to blood/bodily fluid? Yes. Other actions taken: initiate hospital needle stick reporting process. Medical int. Other than first aid? No.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381823 and lot number 5008841. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.